Event description:
It was reported via repair work order that the power cord and auxiliary power cord sheathing were damaged with exposed wires. Furthermore, it was also reported that there was no power to either the bed or auxiliary outlet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.